Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. The sensor board was forwarded the manufacturer's product investigation laboratory for further investigation. The root cause was found to be a faulty pressure transducer.